Event description:
During product preparation and after the primary flush was performed it was noticed that the stent's distal segment was prematurely deployed about 1 mm. The prouduct was not used in patient and will be returned for evaluation. Another stent was used to end procedure successfully. Additional information will be sent within 30 days upon receipt.